Event description:
New information received noted that the patient presented in clinic for follow up on 4nov2019. Upon interrogation, it was revealed that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to right ventricular lead noise. Lead revision was discussed. No interventions were taken at this time. The patient will continue to be monitored. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non sustained right ventricular oversensing were detected. It was noted that there were three oversensing beats. Patient will continue to be monitored. Patient was stable.